Event description:
Patient presented with a tender area on forehead. Surgeon said that the tender area was in same vicinity of implanted hydroset and an MRI was needed. Upon MRI results, it was determined that there was fluid collection indicated in the area. According to surgeon, the area was not infected - but that it was"just a collection of fluid". There was an in-office aspiration and aspired material was gelatinous in consistency.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report.